Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to a field effect transistor, designator q4 on the analog pcb assembly, being shorted. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device showed a service wrench icon in the readiness display. During device evaluation, physio observed that the device had logged multiple event codes in its memory. In addition, the device would still deliver therapy but it would only provide monophasic defibrillation shocks. There was no patient use associated with the reported event.